Event description:
It was additionally reported that the patient did not experience any additional symptoms of arrhythmia. Device check showed that af was long standing and may not be reason for their shortness of breath. The patient had more frusemide and also got referred to general practitioner with a for respiratory function test. The arrhythmia did not result in clinical compromise. The patient had a history of arrhythmia pre-lvad, which was not thought to be device or therapy related. An implantable cardioverter defibrillator (ICD) was implanted prior to vad. The arrhythmia did not resolve. Plan was to continue regular treatment; shortness of breath was treated with respiratory input and changes to their regular puffers.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files captured the pump operating as intended. No notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6). Were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had breathing difficulties and was found to be in atrial fibrillation (af). Log files were submitted for review, and the event log file captured routine events. The ventricular assist device (vad) and peripheral equipment was functioning as intended.